Event description:
Procedure: roux-en-y. Anatomy involved: bowel according to the reporter: the jaws of the device were not able to hold the suture (needle). The account did not keep the strand or needle to be returned. It was not difficult to load the device prior to using. There was no injury to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).